Manufacturer narrative:
Product complaint # (B)(4). The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a purge side arm leak issue. It was reported that the purge side arm leaked during setup. As a result, the pump would not complete prime and the implant was aborted.

Manufacturer narrative:
A.4 added weight of the patient as it was inadvertently omitted from the initial report that was submitted. B.7 added information that was inadvertently omitted from the initial report that was submitted. D.3 no number should of been added behind the manufacturer name that was submitted on the initial report that was submitted. D.7a revised as an incorrect selection was made on the initial report that was submitted. E.1 information was added that was inadvertently omitted from the initial report that was submitted. E.4 added selection as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturing site name and manufacturer site phone were reported on the initial report that was submitted and should of been left blank. G.2 consumer was selected incorrectly on the initial report that was submitted. Company representation was added. Purge leak-pump: the pump and purge cassette were returned for investigation. No visual damage was noted on the returned product. The pump was then primed, and a purge leak was observed from the sidearm filter hole. The filter was further examined, no damage was seen at air hole and weld line. Data log review was not required for this case. As per the clinical details, purge side arm leak was observed during setup. The cause of the purge leak was sidearm filter damage where purge fluid leaked out for the filter vent hole. Device history review: the pump passed all post sterile inspection checks.